Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, per a social media post documentation, the patient¿s spouse reported that the patient experienced inaccurate cgm values. Of note, the patient utilizes an omnipod 5 insulin pump for insulin delivery; however, the available documentation does not specify whether the pump was actively being used at the time of the event. The spouse reported that the patient experienced a serious diabetic ketoacidosis (dka) episode and was treated in the emergency department (ed), followed by an extended recovery period. According to the spouse, the treating physician stated that the patient had one of the highest blood glucose levels they had encountered in a living patient. The reporter alleged that the dexcom g7 provided inaccurate glucose readings and believes this contributed to the event. No additional details were provided regarding the timing of the event, specific cgm readings, blood glucose values, symptoms, treatments received, hospitalization duration, or current condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.